Event description:
It was reported that air bubbles were found in the reservoir. It was stated that issue could be due to the customer not storing insulin at room temperature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Three random sealed reservoirs were inspected and no anomalies were found. Occlusion test was performed and the reservoirs passed, no occlusion was found.